Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305916, batch#: 0329677. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: we received the case of 25g x 1" needles bd safety glide hypo needles I ordered at the beginning of the month but have encountered about 10 or so that do not contain a bore, not hollow but solid. Not sure if other clinics or clinic managers have seen the same issue happening or is it user error? We would appreciate any assistance, thanks! Additional information provided: at the beginning when the other employees initially notified me of the issue, they reported the needles as not having the hollow lumen part. Upon personally reviewing the most recent complaints, I realized it is like the needles are just not allowing a free flow of medications or immunizations. Even though we apply as much pressure to the plunger of our luer lok syringes as possible, the rubber stopper suctions back in the barrel towards the employee versus toward the needle tip. We have tried to use different size syringes, unscrewing the needle and reattaching, and taking the cap off. The best way to describe it is that it feels like there is a blockage in the cavity.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 0329677. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.